Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that upon surgeon removing lead cap from lead implanted in may, end contact wire exposed. Connected lead to new extension and new battery (planned). Impedance check performed and contact 3 high. The issue was not resolved.